Manufacturer narrative:
Article citation: (2.290) "vagus nerve stimulation (vns) therapy in children younger than 12 years old with refractory epilepsy"; arnoldo soto, g. Contreras, v. Sainz, e. Rubio, h. Scholtz and f. Duran, 2010; (1neurologia, hospital domingo luciani, caracas, venezuela; 2neurologia, centro medico docente la trinidad, caracas, venezuela; 3neurocirugia, hospital domingo luciani, caracas, venezuela; and 4neurocirugia, centro medico docente la trinidad, caracas, venezuela) .

Event description:
All attempts to the author for further information have been unsuccessful to date.

Event description:
During manufacturer review of the published abstract entitled (2.290) "vagus nerve stimulation (vns) therapy in children younger than 12 years old with refractory epilepsy"; arnoldo soto, g. Contreras, v. Sainz, e. Rubio, h. Scholtz and f. Duran, 2010; (1neurologia, hospital domingo luciani, caracas, venezuela; 2neurologia, centro medico docente la trinidad, caracas, venezuela; 3neurocirugia, hospital domingo luciani, caracas, venezuela; and 4neurocirugia, centro medico docente la trinidad, caracas, venezuela) it was identified that a patient had a change in seizure pattern following vns implant. Attempts to the author for further information are in progress.